Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 48 mg/dl. The customer took correction for low blood glucose and declined troubleshooting for it. The customer also stated that, the battery cap was broken and they are unable to remove the battery cap on their pump. The device is not expected to be returned for analysis.